Event description:
It has been reported that a versacross connect access solution kit for faradrive was selected for use for a pulmonary vein isolation (pvi) procedure. During the procedure, the user mentioned that the proximal end of the rf wire was frayed and was not allowing the dilator to be passed over the wire. They stated that the dilator got stuck on the transition between the exposed wire and the wire insulation. A new kit was then opened (different device, same model), and the procedure was completed successfully. No patient complications reported. Product is not expected to return for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.